Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not working. Fluid loss in an unknown location. No information about the patient outcome is available at the moment. No further information is available. Should additional information be provided, a supplemental report will be submitted.